Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause is multifactorial in nature.

Event description:
It was reported that; inserter broke, the tip swivels 360 degrees.

Event description:
It was reported that; inserter broke, the tip swivels 360 degrees.